Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date where the patient was implanted in varus. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.